Event description:
A tonsillectomy patient experienced uvula swelling post-op which caused coughing and resulted in a tear in the tonsil. The tear caused bleeding that required a second surgery. The patient was treated and transported to a hospital for further care. Reportedly some of the other patients from the same day also experienced uvula swelling post-op, and two of those patients may have been taken to the ICU post-op, but the level of care and intervention has not been confirmed. The reporter stated that, during the initial procedures, there were no noticeable problems with the patients or procedures and no error codes displayed on the equipment. At this point the surgeon has not made any claim of a device malfunction.

Manufacturer narrative:
The generator used has been returned to the manufacturer, as well as the footswitch, and one unused disposable jpk handpiece, but the evaluation has not been completed as of the date of this report.